Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported inability to remove the lock line was confirmed and a knot was noted on the line. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the inability to remove the lock line (mechanical jam) appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The ntr clip delivery system (cds) was advanced and during deployment, the lock line was pulled and retracted back approximately 1 and a half feet when the lock line could not move any further. The clip was not implanted. The cds was unlocked and removed. Another cds was used to successfully complete the procedure. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.